Manufacturer narrative:
This cypher product is not distributed in the us: however, it is similar to us distributed cypher product. Additional information will be submitted within 30 days of receipt.

Event description:
The patient was a male. The target lesion was the distal rca. The lesion was heavily calcified, flexed and moderately tortuous. There was 90% stenosis. After pre-dilation with a balloon (3.0mm: lacrosse) was conducted, a cypher (3.0/13mm) was delivered to the lesion without friction. While the device was prepped for deployment, the physician found that the negative pressure could be applied continuously. Therefore, he removed the device from the patient. He applied negative pressure outside of the patient again, but still the device would not hold pressure. Therefore, a different sent (3.0/12mm: taxus liberte) was used to successfully complete the procedure. Physician' comment: there is a possibility that the reason of the leakage was caused by friction during delivery due to the heavy calcification, but other devices had no problem and similar cases in the past did not present any leakage. It is unknown where the leakage was positioned.